Manufacturer narrative:
No unexpected button error alarms noted during testing. The insulin pump had unresponsive keypad noted. The esc and act buttons on the insulin pump were unresponsive due to corroded keypad traces. Displacement test was not performed due to unresponsive keypad. The device had cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads.

Event description:
It was reported that the customer received a button error alarm. The customer disconnected from the insulin pump and reverted to manual injections. His/her blood glucose level was 342 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.